Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a regular clinical follow up, damage to the black and white power cables were noticed on the controller as well as the modular cable. The patient stated that they did not know how they got damaged. The modular cable and the controller were exchanged. The patient was reported to be asymptomatic. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller power cables was confirmed via the returned system controller, (B)(6). Visual inspection of the returned system controller revealed kinks on both power cables, and broken strain reliefs on the connector side of both power cables. The controller was functionally tested and passed all tests without issue. The resistance of each underlying wire of the power cables and current leakage testing were performed to reveal that each were operating as intended. The power cable was dissected to find a small kink on the green underlying wire on the black power cable. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on 26apr2019. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller and power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). No further information was provided. The manufacturer is closing the file on this event.